Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) experienced urethral atrophy under cuff and incontinence. The aus was explanted. There were no device issues and not further patient complications.